Manufacturer narrative:
To date, the lead has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted that a deformed stylet was returned inserted in the lead. The medical adhesive was noted to be torn/separated from the insulation at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. The distal end of the proximal spring electrode was separated from the lead body insulation and had moved distally and was located over the lead body insulation. The distal spring electrode was deformed in two places, noted to be most likely from some type of grabbing tool. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of lead dislodgement; however, analysis did confirm the insulation separation from the proximal coil.

Event description:
Boston scientific received information that this right ventricular lead dislodged. During the procedure to reposition the lead, it appeared the proximal coil had separated. The lead was removed and a new lead was successfully implanted. No further adverse patient effects were reported.